Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 52 mg/dl. Customer feels ok to troubleshoot for low blood glucose reading. Customer current blood glucose reading was 170 mg/dl. Customer cannot recall their blood glucose reading. Customer stated low blood glucose reading started 10 days ago. Customer was advised to contact their healthcare provider. Infusion set was changed on (B)(6) 2017 at 9:57 am. Customer did not mention if the if the infusion set cannula was bent. Customer reported programming was accurate. Customer was advised to avoid magnetic contacts with the insulin pump. The insulin pump passed high pressure test. Insulin pump will not be returning for analysis.